Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for shortness of breath, chest pain, abdominal pain, nausea /vomiting, and lightheadedness. Transthoracic echocardiogram (tte) was performed and revealed left ventricular internal dimension in diastole (lvidd) at 9.9cm, which was noted to be at 8.0cm in (B)(6) 2025. The tte also revealed ongoing severe right ventricular dysfunction and the aortic valve remained closed. The patient's symptoms/ exam and lactate improved with IV diuresis and initiation of dobutamine. The patient's lactate dehydrogenase (ldh) was at 400, with their baseline know to be about 250, and their international normalization ratio was subtherapeutic for a significant portion of the last 3 to 4 months. It appeared that the patient's average flow since roughly (B)(6) 2025 until this admission had trended downward from 6.2 lpm to 4.7 lpm. A right heart catheterization was performed and revealed elevated filling pressures and low cardiac output cardiac index (co/ci). There was concern for possible inflow/outflow graft obstruction versus pump thrombus versus worsening right ventricular failure. Log files were submitted for review and confirmed that flow appeared to be trending slightly downwards. There were no unusual events recorded in the log file event history. The speed was increased 6300>6500 rpm on (B)(6) 2026 following a tte that revealed lvidd 10 cm and rightward bowing septum. Flow was increased to about 5.5 l. Furthermore, a repeat tte demonstrated aortic valve opening every beat at speed 6500 rpm. Despite the speed increase and ongoing volume optimization, the patient subsequently required increased inotropic support for low mixed venous oxygen saturation (svo2) and cardiac output with intermittent lactate >2. Power trend was stable at about 5.7w, ldh was stable at 360. Additional log files were submitted for review and captured reported set speed change as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible in the log file the mechanical circulatory system equipment was operating as intended electronically and mechanically. The pump was ultimately exchanged on (B)(6) 2026 due to the pump speed being increased without the ability to unload the lv despite adequate flow, causing suspicion of pump malfunction. The patient later passed away due to stroke on (B)(6) 2026.